Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son experienced high blood glucose level. Customer blood glucose level was 406 mg/dl. Customer treated high blood glucose with syringe. Customer's mother also stated that the insulin pump had no delivery alarm. Trouble shooting was declined for high blood glucose. The device will be returned for analysis.